Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handles confirm the tip of the device is broken off. The broken piece was not returned with the device. This instrument was manufactured in 2018. This device shows significant signs of wear/usage. A medical investigation was conducted and confirms per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the breakage of the evos 2.5mm fixed handle linear hex dr during an unknown procedure which does not represent a device malfunction. The photo that was provided confirmed the breakage. Additionally, it is reported that the broken piece was removed during surgery. Since no patient injuries or adverse consequences were reported, no further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an unspecified surgery the evos sm 2.5mm fixed handle linear hex dr head of the driver broke off inside the patient during insertion of a screw. The portion was recovered. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.